Manufacturer narrative:
On 01/07/2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the device it was observed a tear in anterior expanding to posterior view, measuring approximately 7.0 cm, additionally a crease within the rupture was noted in anterior view. No other anomalies were observed. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket, resulting in a tear at a later date. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 20, 2020, mentor became aware the previously submitted device evaluation summary contained erroneous information due to a coding error. Device evaluation summary: during the visual evaluation, an anomaly was observed on the anterior view of the device consistent with a crease/fold. Additionally, a tear was noted starting within the crease/fold on the anterior view and extending to the posterior view, measuring approximately 7.0 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a rupture in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel breast implant 450cc and experienced a rupture on the left side post-operatively, which was confirmed by a physician. As a result, the patient underwent removal and replacement with unspecified allergan implants on (B)(6) 2019.